Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the proximal end of the embolization coil. If the pod pc is forcefully advanced against resistance, damage such as offset coil winds may occur. The root cause of resistance could not be determined. During the functional test, resistance was encountered while re-sheathing the returned pod pc due to the offset coil winds. The pod pc was then advanced completely through a demonstration lantern with resistance due to offset coil winds. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report:3005168196-2020-02255.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pc) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a pod pc in the target vessel using the microcatheter. While advancing another pod pc through the microcatheter, the pod pc became stuck after advancing the coil approximately five centimeters into the microcatheter. Subsequently, the physician retracted the pod pc back into the introducer sheath; however, upon attempting to advance the pod pc again, the coil became stuck within the introducer sheath and would not advance. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.